Event description:
It was reported that when switching from invasive pressure support ventilation mode to non-invasive high flow therapy mode, there was a pause in ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date and the provided problem description, it has been clarified that during preparations to transfer the patient from invasive pressure support mode to non-invasive high flow therapy mode, the ventilator reportedly paused and ceased ventilating the patient. High flow therapy delivers a high flow of a humidified and heated oxygen-air mixture using only an inspiratory tube and through nasal cannula. High flow therapy is only suitable for a spontaneously breathing patient. It can be started from standby or during ventilation. When transitioning from invasive ventilation mode to high flow therapy mode, it is crucial to ensure preparation of correct patient circuit setup and confirm proper interface connections. When starting during ventilation, high flow is chosen in modes menu and continue is tapped. This will stop ventilation and begin high-flow preparation. Ventilation is stopped and alarms are silenced for two minutes. The remaining time is shown on screen. High flow therapy can be started manually when the preparation is complete, and the interface is connected to the patient. The correct preparation steps and handling of high flow therapy is described in the user¿s manual. The conclusion is that the event resulted from a misunderstanding of the ventilator¿s functionality. The transitioning to high flow therapy mode worked as designed and there is no indication of ventilator malfunction.